Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a submarine rapido pta balloon catheter to treat a lesion in the pulmonary artery that exhibited 40% stenosis, moderate calcification and moderate tortuosity. The lesion was pre-dilated with balloon once by pressure of 4atm, 20-30 s, no stenosis remained after pre-dilatation. Negative prep/purging was performed on the device prior to use with no issues noted. No resistance noted while advancing the device to the lesion. It was reported that the submarine rapido device was inspected with no issues noted however during the percutaneous pulmonary artery balloon angioplasty, the balloon ruptured when pressuring it (4atm) which caused the surgery to fail. The balloon was removed from the patient. According to the feedback received, the patient died before the next treat procedure. The patient was pronounced dead, cause of death unknown; the physician reject to provide details, the death is not related to the medtronic device. No other details provided for this event please note that this device (submarine rapido) is not marketed in the united states; however, it is similar to the united states marketed device (submarine plus). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the device appeared used as the balloon was completely unfolded, however no traces of blood or radio opaque solution were detected. The balloon was visually inspected and a longitudinal balloon burst was detected. An additional visual analysis was performed using a microscope, however no evidence of other defects were found on the balloon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.